Event description:
29 year old female taken to the o.r. In satisfactory condition for laparoscopic cholecystectomy. During the procedure, the alligator forcep was used to hold the fundus of the gall bladder. When physician attempted to reposition the instrument, the hinged forcep tip was noted missing. The tip was located on x-ray and left in the patient.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, other. The device was not destroyed/disposed of.